Event description:
A rollator is faulty - a wheel had broken off of the rollator as a resident was sitting in it. The resident was sent to the hospital and suffered a bleed in her head. She was kept overnight for 2 nights to observe - she has been sent back to the facility with no signs or symptoms of any adverse effects otherwise.